Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "abscess and facial cellulitis" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: contraindications: ¿ juvéderm voluma® xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. ¿ juvéderm voluma® xc contains trace amounts of gram-positive bacterial proteins and is contraindicated for patients with a history of allergies to such material. ¿ juvéderm voluma® xc contains lidocaine and is contraindicated for patients with a history of allergies to such material. Warnings: ¿ product use at specific sites in which an active inflammatory process (skin eruptions such as cysts, pimples, rashes, or hives) or infection is present should be deferred until the underlying process has been controlled. Precautions: ¿ as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: ¿the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery. ¿the following aes were received from postmarket surveillance for juvéderm voluma® with and without lidocaine with a frequency of 5 events or more and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through postmarket surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, allergic reaction, abscess, paresthesia, vascular occlusion, drainage, necrosis, vision abnormalities, malaise, scarring, nausea, granuloma, deeper wrinkle, and dyspnea. Reported treatments include: antibiotics, steroids, antiseptic creams, hyaluronidase, anti-inflammatories, antihistamines, needle aspiration, eye drops, radio frequency therapy, hyperbaric oxygen treatment, laser treatment, ice, massage, warm compress, analgesics, anti-virals, ultrasound therapy, excision, drainage, and surgery.

Event description:
Healthcare professional reported two months after injection with one syringe of juvéderm vollure¿ xc in the nasolabial folds and marionette lines, and one syringe of juvéderm voluma® xc in the cheeks, the patient developed an abscess and "facial cellulitis" in the right side nasolabial fold. The patient went to an urgent care facility the day after symptoms began, and was prescribed doxycycline and had a ind procedure administered. The patient additionally had a culture administered, which came back (B)(6). The patient believes "the product was contaminated" and feels this was a problem with the juvéderm®, but the injector does not feel this way due to the gap in time from when the event happened, and when the injection took place. The patient's child had recently developed (B)(6) as well, and the patient's child has a history of developing (B)(6). The injector say they used appropriate sanitary procedures during the juvéderm® procedure, including triple-cleansing everything. The injector also confirmed "the infection has been controlled" and the patient is "on their way" towards total resolution of the symptoms. The patient is allergic to sulfa medication and cephalosporin, has received dermal fillers in the past, and received botox® treatment. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01739 ((B)(4)).

Event description:
Additional information: symptoms have resolved.